Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was cracked. The camera was replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned camera showed that it has many nicks and scratches on the housing and lenses. The left emitter and detector were both cracked with a hole. Device manufacturing date is unavailable. Concomitant medical products: product ID: 9733437, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when checking the system for the alleged inaccuracy, they noticed that the camera was damaged. There was no patient present when this issue occurred.